Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneously low creatinine results were generated when the volume in the reagent vials was nearly depleted to below 100 shots. Calibration and qc results prior to the event were acceptable, but were drastically decreased later on the day. Repeat analysis was performed with fresh reagent vials, and increased creatinine results were obtained. The initial erroneous results were reported out of the laboratory, and were amended later with the repeat results. There was no report of death or injury, but it is unknown if there were any changes to the patient treatment.

Manufacturer narrative:
The most probable cause of this issue is calibration drift due to uptake of atmospheric co2 by a small volume of residual reagent in the vial. In order to prevent similar issues, the customer now set the number of shots to 150 for the reagent short alarm.